Event description:
Siemens was notified on (B)(4) 2013 that when a patient became anxious and panicked during a cardiac scan, the patient's arm collided with the sealing ring of the gantry and the scan procedure was stopped. Reportedly, the patient received a cut near the elbow and the sealing ring was broken (a hole in the plastic) where the patient's arm collided with it. The patient received stitches to close the wound. Follow-up revealed that the patient was re-scanned one week later after the sealing ring was replaced. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2013. This MDR is being mailed on (B)(4) 2013. Siemens' customer service engineer replaced the sealing ring on the CT system on (B)(4) 2013. There have been no other reports of this issue. Customer address: (B)(6).